Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled ¿randomized control trial comparing radiographic total knee arthroplasty implant placement using computer navigation versus conventional technique¿, written by pak lin chin, et al, published in the journal of arthroplasty vol. 20 no. 5 2005, accepted 14 march 2005, was reviewed. The purpose of the study was to assess the radiological outcome of conventional techniques versus computer-navigated surgery for total knee arthroplasty. Depuy products used: pfc sigma. 90 patients were randomized into two groups who had primary tka. All patients had patellar resurfacing. Cement manufacturer not specified. All patients followed the same postoperative protocol. Adverse events: one patient had a mild stroke. He was transferred to a community hospital for intensive inpatient physiotherapy.